Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-105mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened 05/07/2015. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-105mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1: 61mg/dl (B)(6) 2015 07:24:00 am fasting:no. 2: 62mg/dl (B)(6) /2015 07:20:00 am fasting: yes. 3: 59mg/dl (B)(6) 2015 07:39:00 am fasting: yes. 4: 56mg/dl 06/06/2015 06:48:00 am fasting: yes. 5: 55mg/dl (B)(6) 2015 06:05:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
Product under evaluation. (B)(4).